Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing was performed to determined the root cause of the anomaly. Testing found that degraded screws were present on the nc switch within the system. Where a small amount of tension could break the screws. After replacement of the nc and no switches; the imaging system then passed the system checkout and was found to be fully functional. The nc switch was returned to the manufacturer for analysis. Testing found that one of the terminal connection screws was mechanically broken. Confirming a mechanical failure due to wear. The no switch was returned to the manufacturer for analysis. The no switch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when attempting to start up the imaging system. Nothing occurred after switching the key switch into the on position. No initial troubleshooting was performed, but replacement parts were ordered. There was no patient present when this issue was identified.